Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at implant the setscrew unseated and could not be reseated. The grommet was noted to be damaged in the attempted to reseat the setscrew. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.